Manufacturer narrative:
The investigation into the controller error/purge issue data have been completed. The impella automated controller was returned for investigation. The data log reports confirmed the reported failure mode as there were multiple instances of the controller failure alarm (purge pressure sensor defective ¿ event #414). Before this alarm would trigger, the console would alarm purge system open. Real time logs for the complaint date revealed that purge pressure sensor value (purge pressure) was static during a forward stroke. However, the purge pressure was normal during the time the console was not in purge change wizard (before and after purge change). The returned console underwent long term simulation with the pump and purge without any issues. The failure mode was not reproduced during the simulation. It was observed that the membrane was contaminated/ damaged. This observation may have not been related to the inability to build/ maintain pressure and the triggering of the controller failure alarm, which occurred in the clinical setting. The root cause of the reported controller failure was most likely due to an open line during purge change as a result of improper technique by the end user. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm. This aic was replaced with a new aic resolving the issue, and the procedure was successfully completed. There was no patient harm reported.